Event description:
Boston scientific received information that the patient received two shocks for ventricular tachycardia (vt) and ventricular fibrillation (vf). The physician was questioning if the pacing was causing the patient's vt; it was noted that the lower rate limit was programmed to 40 paces per minute. Boston scientific technical services (ts) reviewed the electrogram strips and found that the device was pacing appropriately. However, shortly after the pace, the vt and vf starts. Ts was unable to determine if this was due to the patient having a pause-dependent vt exacerbated by the pacing or if the pacing was the cause of the vt. The following day the patient fell after receiving appropriate therapy for vf. The remote home monitoring system issued an alert for low out of range pacing impedance measurements and a low shock impedance when attempting to deliver a shock, thus the patient was hospitalized. Upon interrogation, the low out of range pacing and shocking impedances along with loss of capture were observed on the right ventricular (rv) lead and device. A shorted lead indicator message also displayed, indicating that although the device had given therapy for the vf, it had shocked into a shorted lead. Ts was consulted and recommended device and lead replacement. Subsequently a revision procedure was performed where both the device and lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.